Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported that the patient had another manufacturer's vascular closure device deployed two days prior in the same groin. In the doctor's opinion, the event was not caused by the mynx procedure/mynx device due to a challenging and complex anatomy of the patient. Suture or scar tissue from previous catheterizations can contribute to difficulty during pull back, causing excessive tension to be applied to the device, resulting in pull through. It should be noted that per the mynx ace instructions for use (IFU), "the safety and effectiveness of mynx vascular closure device have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery." It is unknown if the patient's activity level post discharge caused or contributed to the late developing pseudoaneurysm. The review of the lhr (lot f1517301) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the patient was closed with another manufacturer's vascular closure device two days prior in the same groin. The balloon pulled through, access was lost, and the physician reverted to manual compression for about 15 minutes. The patient experienced a deep vein thrombosis and pseudoaneurysm some days after the procedure. In the doctor's opinion, the event was not caused by the mynx procedure/mynx device due to a challenging and complex anatomy of the patient. Procedure type: interventional femoral head stick location: above bifurcation sheath size: 7f vessel size: 5-7mm.

Manufacturer narrative:
(B)(4).